Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: the first firing could be done without a problem. For second firing, the proximal end of jaws were set on the first staple line. After the second firing, it was noticed that the tissue on the pt side was torn along staple line. Opened a new cartridge, and additional resection was done. Neo-veil was applied on the tissue and the procedure was completed. No bleeding. Nothing fell into cavity. No pt harm o.r. Time not extended.